Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was alarming no delivery. The customer's blood glucose was 275 mg/dl. The customer performed a 5.0 unit fixed prime and insulin did exit. The customer was unable to remove the infusion set to examine the cannula. It was possible that there was a site or set-related occlusion, or bent infusion set cannula. He was advised to change the entire infusion set. Nothing further was reported.